Manufacturer narrative:
D9: complaint device was discarded by the user facility. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an unspecified ¿nitinol stone basket¿ became stuck in the open position during an unknown procedure. The procedure was completed using a different nitinol stone basket. The device did not make contact with the patient. Additional information has been requested but not yet provided. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d5, e4, g4, h8 corrected information for assumed rpn: d1: ncircle delta wire tipless stone extractor, d2: ffl dislodger, stone, basket, ureteral, metal, d4 model: g19110, d4 catalog#: ntsed-024115-udh, g4 ¿ PMA/510(k)# exempt. Summary of event: as reported, an unspecified ¿nitinol stone basket¿ became stuck in the open position during an unknown procedure. The procedure was completed using a different nitinol stone basket. The device did not make contact with the patient. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the device history record (DHR), manufacturing instructions, quality control procedures, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned to cook for investigation. The catalog number (rpn) was not provided to cook from the customer. Cook generated a sales report for three years prior to the reported event that occurred on 05jun2025 for the customer entity where the event occurred that has been covered in MDR report 1820334-2025-00796. From the generated sales report possible rpn¿s are: nct4-017115, ntp-028145 , ntse-022115-udh , ntsed-024115-udh . Ntsed-024115-udh is the assumed rpn as it had the highest volume sold to the entity where the event occurred. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The product IFU states, ¿suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. The information provided upon review of the complaint file, IFU, and DHR suggests that there is evidence that the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded a cause for the issue could not be established based on the limited information. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.